Manufacturer narrative:
(B)(4) results: (endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there was a slight angulation of the aortic neck, there was mild tortuosity, mild thrombus and mild calcification in the iliac arteries. Prior to the stent graft procedure, the patient had balloon expandable peripheral stents implanted in the right common iliac artery. The endurant stent graft was implanted; however, upon final angiogram, there was a type IV endoleak, the endoleak was a blush at the level of the junction of the bifurcated stent graft. The patient will be monitored. Currently there has been no further intervention performed for this patient. No clinical sequelae were reported, and the patient is fine.